Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the mildly calcified right common femoral artery after an interventional procedure. Reportedly, a cufff miss occurred and another proglide was successfully used to achieve hemostasis. The physician commented that he did not believe that the mild calcification at the access site would have contributed to the reported device issue. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, link, anterior needle, and both cuffs were not returned with the device, which limited the scope of this investigation. Inspection of the returned components revealed that the posterior foot was completely detached and not returned with the device. The posterior needle was also broken but not completely detached. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed; therefore, the reported needle-to-cuff miss experience is confirmed. The needle trajectory of every device is checked twice during manufacturing. Based on the device analysis, a possible cause for the posterior foot and needle tip break could have been caused by forcibly deploying the needles against resistance when needle deflection occurred. However, this could not be confirmed. Needle deflection can occur due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. This is consistent with the reported mild calcification at the access site. The instructions for use (IFU), under the precautions section, states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. No manufacturing or quality deficiency was detected. A review of the device history record did not reveal any non-conforming material records associated to this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up will be submitted with all additional relevant information.